Event description:
(B)(6) MDR - after an implantation time of about 28 months, oversensing with inappropriate shock deliveries was reported. The ICD and the lead were explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol2, an 99 charge processes had been registered. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the right-ventricular channel, which, in agreement with the clinical observation, led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was unremarkable. In a next step, the functionality of the ICD during magnet application was tested. A shock was triggered manually, and a magnet was placed on the device during the charge process. In accordance with specifications, the charge process was canceled, and the therapy delivery was terminated. There were no indications of a device malfunction.